Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited high lead impedance. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well. No patient symptoms were reported.